Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your report that the needle did not retract was confirmed and the cause appeared to be manufacturing related. Three photographs and one 22g insyte autoguard device from lot 5045780 were provided for investigation. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Event description:
This is a complaint about malfunction the spring did not function properly, and the safety mechanism did not work.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.